Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection. The patient treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection. The patient treated with antibiotics. No further patient complications have been reported as a result of this event.